Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 3mm in diameter, and 70% stenosed. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the right posterior descending artery (r-pda). The lesion was a 2.5 mm wide, and 80% stenosed. The physician direct stented the lesion with a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. Another manufacturer's stent was also placed in the distal rca. The patient received a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 563, the patient was admitted for a tvr for in-stent restenosis. The mid rca was treated with plain old balloon angioplasty and stenting. Another manufacturer's stent was used to treat gap stenosis. The patient was discharged one day later. In the opinion of the physician, there is a probable relationship between the taxus stent and the tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.